Manufacturer narrative:
The investigation determined that discordant (B)(6) results were obtained from a single patient sample when tested with a single vitros (B)(4) reagent lot (lot 2970) on a vitros eci immunodiagnostic system compared to (B)(6) results produced from the same patient sample tested with alternate vitros (B)(4) reagent lots. Root cause for the unexpected reproducible (B)(6) vitros (B)(6) results could not be determined; however, the most likely cause is considered to be unknown sample related interactions with kit lot 9270.

Event description:
A customer obtained discordant, reproducible, (B)(6) results from a single patient sample when tested with vitros (B)(4) reagent on a vitros eci immunodiagnostic system compared to previous (B)(6) result produced from the initial patient sample tested on an alternate vitros (B)(4) reagent lot. (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The (B)(6) results obtained at the customer site were not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).